Event description:
It was reported that the patient with this pacemaker experienced an infection. The patient was hospitalized and during that time, the health care professional (hcp) noted they were in atrial fibrillation (af) with congenital heart block rate of 42 beats per minute. The facility attempted but failed to interrogate the device. Surgical intervention was later performed, and this device was explanted and replaced. The leads remain in service. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.